Event description:
In a series of 110 pts, the authors fixed a variety of facial fractures using the in situ molding technique. One hundred twenty-three facial fractures were fixed using bioabsorbable plates in 110 pts over a 4 year period. Ages ranged from 6 to 70 years, with a mean of 30 years. A 5 cases of malocclusion which required revision surgery are not caused or contributed to by inion device, but related to the original pt condition. One pt developed plate exposure requiring removal.